Event description:
New information received indicates that after inappropriate hv shock and atp therapy the patient was provided a magnet.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received inappropriate atp for svt. Stored egm's revealed that episodes were classified as vt due to atria undersensing. Programming changes were made. Later, the device was explanted. No further information is available.

Manufacturer narrative:
The reported inappropriate hv therapy was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the field event could not be determined.